Event description:
During an endoscopic retrograde cholangio pancretography procedure, the wire of the papillotomy knife bowed off to the side of the device instead of bowing forward as intended. When the physician noticed that the wire bowed incorrectly, he used only part of the wire to avoid burning the pt's bowel. The procedure was completed with the instrument and there were no injuries related to the occurrence.